Manufacturer narrative:
The pump passed the error test. However, the pump had a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches at the lcd window, a scratched reservoir tube window, and stained end cap sticker.

Event description:
It was reported that the customer had an unexpected restart alarm on the insulin pump. Customer's blood glucose level was 120 mg/dl. Customer was not using the pump for the last few months. Customer stated that a temp basal was not programmed before the alarm occurred. Customer stated that the pump was not stored or not in use for an extended period of time. Back in (B)(6), the customer was getting alarms within 10 minutes of each other. Customer stopped using the pump and started using an older pump. The alarm today was due to the pump not being in use since (B)(6). Alarm is recurring during normal pump use. It was advised that the pump will need to be replaced. Customer was advised to monitor the pump. Customer may continue to wear the pump until replacement arrives. No further assistance required.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).